Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received at the service center and evaluated. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. This complaint can be confirmed. Per evaluation of the device and photo available, the display of the device was broken. Further, minor scratches were identified with the device upon decontamination. However, the service of the device was declined and was placed into long-term hold as it was not needed for the equipment exchange pool use. The broken display and minor scratches is most likely a result of user mishandling of the device or possible fall. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that the fms vue pump device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the display on the device was broken. There was no procedure nor patient involvement reported. No additional information was provided.